Event description:
Boston scientific received information that this right ventricular (rv) lead was successfully implanted after experiencing helix issues with a previous lead of the same model. No adverse patient effects were reported during the procedure. Later that day, the patient's condition worsened and the patient subsequently died. The cause of death was due to poor heart condition. The physician does not suspect that the patient's death was caused or contributed to by any boston scientific products.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.